Event description:
Customer reported that a pt came off the dialysis machine with hemolysis. The pt was treated in and discharged from the ER. The pt is fine and has been dialyzed two times since the hemolysis incident. It was reported that a pt was dialyzed prior to the hemolysis incident with no problems.